Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak in the rear of the coulter lh 750 hematology analyzer. Customer reported that leaked fluid was on the counter. Customer reported that the volume of the leak was 50 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the brown striped tubing at pinch valve (vl54) had a pin hole. The fse replaced the tubing.

Manufacturer narrative:
(B)(4).